Manufacturer narrative:
Results: the cat8 was fractured approximately 2.0 cm from the hub. The device was kinked approximately 102.0 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a fracture near the hub. If the device is forcefully mishandled during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed a kink on the distal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the physician completed two passes in the target vessel using the cat8 and sheath. While using the cat8 under aspiration on the third pass, the physician noticed that the hub of the cat8 had broken; therefore, it was removed. The procedure was completed using another cat8 and the same sheath. There was no report of an adverse effect to the patient.